Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/23/2015 with the following findings: investigation revealed that the display screen was dim and discolored. All of the keypad buttons were found to be unresponsive. The keypad cover was removed and there was evidence of contamination found under the all of the button contacts. The keypad flex was damaged. Unrelated to these issues, the keypad cover was found to be peeling. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen. Evaluation also revealed that all of the keypad buttons were unresponsive. There was evidence of contamination found under the all of the button contacts and the keypad flex was damaged. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/23/2015.